Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A microscopic examination of the device displayed nicks on the knife bl ade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lap. Lar, the surgeon resected and anastomosed rectum as usual. Donuts were completed. Then removed device from the tissue, however noted the right side of the anterior wall was dehiscenced by 2cm. The surgeon noticed the stapling was incomplete ,then tried to suture dehiscence part, however he/she noticed staple malformation all round the tissue. The surgeon re-stapled and re-anastomosed the rectum. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. There was tissue damage. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon resected and anastomosed rectum as usual. Donuts were completed. Then removed device from the tissue, however noted the right side of the anterior wall was dehiscenced by 2 cm. The surgeon noticed the stapling was incomplete ,then tried to suture dehiscence part, however he/she noticed staple malformation all round the tissue. The surgeon re-stapled and re-anastomosed the rectum. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. There was tissue damage.